Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb000 21.0 diopter intraocular lens (iol) was implanted and then taken out during post-op examination. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: initial report indicated that the explant occurred on (B)(6) 2016, however through follow up it was learned that the lens was actually removed on (B)(6) 2016. Further clarification was received and the intraocular lens was removed during the same surgical procedure, not a reported explant as initially reported in the initial MDR. The event is therefore, no longer a reportable event. Implant and explant dates: if implanted or explanted; give date: na (not applicable) the lens was removed within the same procedure. (B)(4). Corrected data: initial report was filed with incorrect expiration year 9/27/2021. The correct expiration date is 9/27/2019. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: through follow-up it was learned that there was a capsular bag tear. The physician felt that the support was inadequate to support the 1-piece lens. All pertinent information available to abbott medical optics has been submitted.